Event description:
It was reported that sensor not connecting occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor not connecting was reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).